Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of tracking and trending data, a review of analyzer service history, a search for similar complaints, and a review of product labeling. Field service representative (fsr) replaced the aero cuv seg, nozzle pair #6 water blank (rohs), tbg, wash manifold-h2o nozzle #6 a (rohs) , and the tbg, nozzle #6a to vacuum manifold (rohs) which was considered the likely causes for the discrepant results. A 12 month search for similar complaints did not identify any adverse trends. Tracking and trending data of the c16000 did not identify any systemic issues or adverse trends. A review of service history did not identify any contributing factors to the current complaint. No further occurrences of discrepant results after the parts were replaced. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Two additional sids provided were: (B)(6). All available patient information has been provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased ict results when processing on the architect c16000. The following sodium results were provided for sid (B)(6): initial 113 mmol/l and repeat 143 mmol/l. Additional patient results had initial results at 113 and 115 mmol/l and repeats at 140 mmol/l. No impact to patient management was reported.